Event description:
The customer reported that while pippetting an ot htlv I/ii assay on the ortho summit sample handler the instrument failed to deliver sample to the well and did not generate an error. A field service engineer was dispatched but could not reproduce the problem. No death or serious injury was associated with this event.